Event description:
It was reported that the left ventricular (lv) lead was attempted, not implanted. After the lead was implanted, it was not pacing. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood on the overlay tubing and the distal electrode was covered in blood. (B)(4).